Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 240,201 joules of use. The procedure was completed using a second fiber. Patient outcome: "ok, no harm to patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe char and burnt detritus on the metal cap and severe devitrification of the glass cap at the output window was observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. Fiber card analysis: 40,560 joules of use were confirmed and a fiber use/procedure date of (B)(6) 2013 was verified - this date does not support the reported date of procedure. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.